Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an adult male who presented with a cardiac arrest in the setting of an acute myocardial infarction underwent placement of an impella cardiac support device for hemodynamic support during coronary intervention. The following day, the patient developed signs of hemolysis that were attributed to suboptimal pump positioning. The physician repositioned the impella device using standard troubleshooting techniques, after which the patient¿s urine output and laboratory values improved. Later in the hospitalization, the patient developed hemoptysis, was treated with tranexamic acid, and anticoagulation therapy was discontinued. The impella device was subsequently removed once clinically appropriate.